Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump wake button would not work unless the button was pressed multiple times with more pressure and after charging the pump battery, an alarm (alarm 22) occurred. Customer's blood glucose was 100-280 mg/dl. Customer continued to use pump for insulin therapy.